Event description:
Drill bit broke into two pieces while in use in left ankle wound, but while outside of bone. Both pieces of drill bit removed by dr. Flat plate x-ray of left ankle taken and x-ray read as negative for drill bit pieces. Drill bit pieces placed in bag, labeled, and given to manager.